Event description:
Dexcom was made aware on 10/30/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient experienced a skin reaction with redness, inflammation, drainage, pustules, swelling and infection on the needle puncture site, which occurred 3 days after the sensor had been inserted in the abdomen. The patient was taken to the hospital and they prescribed oral antibiotic flucloxacillin 5ml 4 times a day 125mg and later the dose was updated to 5ml 4 times a day at 250 mg. There was no documentation of examinations or laboratory test performed. At the time of the report the patient was fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Cmpl (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).